Event description:
It was reported that the patient device was not programmed on after surgery due vocal cord issues. Per the physician, the patient's left vocal cord was non-responsive. The physician is waiting to initiate stimulation until the vocal cord has healed. No additional relevant information has been received to date.